Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause of the e102 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using the same set of equipment.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an error code e102 (the light source has broken down) occur. There were no reports of patient harm. The lamp jumped right to spare.